Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, an abstract titled, "which patient may benefit the most from penile prosthesis implantation?" Was published in 2022. Study results do not appear to be broken down by product name, and since this study was funded by a grant from coloplast and from another device manufacturer, it seems that products from both companies are represented in this study population. Post operative complications for the study population, who were implanted between december 2014 and november 2017, included pain (1.1%), wound infection (1.8%), penoscrotal hematoma (3.4%), fever (0.7%), myocardial infarction (0.4%), local allergic rush (0.4%), urinary retention (0.4%), displacement of the reservoir (0.8%), cylinder extrusion (0.4%), scrotal extrusion (0.8%), urethral lesion (0.4%), and glans necrosis (0.4%). The study concluded that penile prosthesis implantation is associated with an overall good quality of life. The subset of patients affected by erectile dysfunction secondary to peyronie¿s disease seemed to benefit the most from penile prosthesis implantation in terms of functional outcomes, relationship with their partners and the outside world, and perceived self-image.

Manufacturer narrative:
Citation: la croce g, schifano n, pescatori e, caraceni e, colombo f, bettocchi c, carrino m, vitarelli a, pozza d, fiordelise s, varvello f, paradiso m, silvani m, mondaini n, natali a, falcone m, ceruti c, salonia a, antonini g, cai t, palmieri a, dehò f, capogrosso p. Which patient may benefit the most from penile prosthesis implantation? Andrology. 2022 sep 11. Doi: 10.1111/andr.13294. Epub ahead of print. Pmid: 36088578. A2: mean age was 60 years (interquartile range: 56¿67) b3: reflects the date of the article. Patients were treated between 2014-2017. H6 codes: updated to include e0402, f12, d15. Annex e code e061202 myocardial infarction has been removed.